Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Purulent discharge was noted from the device pocket. Also, the patient developed hematoma. The device was explanted. No additional adverse patient effects were reported.